Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (impact code)updated data: b4, g3, g6, h2, h10, h11

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) unit is overheating, it displayed pump over temp message. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is overheating. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit and found 5853 error code 42¿s and 19890 error code 45¿s. In order to fix the issue fse replaced executive processor board. While reloading software after installing the executive processor board the pump shut down during the upload. The problem was the outlet fse had plugged in the pump to was not functional and the batteries went dead. This was not a failure of the pump. The failure analysis and testing department received the following parts exec. Processor board, exec. Processor board. These parts were received with a reported unit failure message of overtempt message, error code 42, 43 and b17 software will not upload. Performed visual inspection of these parts received and parts looks to be in good condition. For exec. Processor board: installed exec. Processor board into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual pn 0070-00-0639 revision r. Also, the fat dept. Pump the unit for 3 hours and could not observe overtempt message on screen, error code 42, 43 and exec. Processor board was able to upload b17 software. The fat dept. Could not verify the failure message of listed in description for this board. Exec. Processor board passed testing. Retaining this board in the fat dept. As per procedure 0002-07-d008 rev ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. Due to old board revision the fat dept. Cannot be send back this board to the supplier for analysis. For exec. Processor board: installed exec. Processor board into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual. The fat dept. Was observed f5 led fault code on exec. Processor board during testing. F5 fault code states failed to load software in service manual. The fat dept. Verified exec. Processor board failed to load b.17 software and testing. Sending this board to the supplier for failure analysis as per procedure 0002-07-d008 rev ap. The failure analysis and testing dept. Received pcb, exec processor board from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier performed in circuit testing and functional testing. The board passed both tests, no issues were detected as described. The supplier could not replicate the failure of over temp message, codes 42, 45 and not loading b.17 software. The failure analysis and testing dept. Installed pcb, exec processor board into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. B.17 software was able to download on this board. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).